Manufacturer narrative:
The disposable handpiece used in this case was not returned and therefore a failure analysis of the complaint device could not be performed. The lot of the disposable handpiece was not provided; therefore, a device history could not be performed. The relationship between the device and the reported adverse event could not be established. Based on the information reviewed, there is no indication of a product deficiency. All handpieces meet all qa specifications prior to being released, including adequate sterilization.hematometra is a known potential adverse event of any endometrial ablation procedure.

Event description:
It was reported that three days post endometrial ablation procedure, patient was experiencing abdominal pain. The patient was seen in the emergency department and given a dose of antibiotics. The following day, the patient was seen by the treating physician and continued to report abdominal pain. Patient was hospitalized on (B)(6) 2023 with suspected hematometra and endometritis (though never febrile). Patient was treated with ampicillin and flagyl for endometritis and given pain control (patient-controlled analgesia (pca) with dilaudid/hydromorphone). Patient was discharged on (B)(6)2023.